Event description:
It was reported that the scissors were too dull and did not meet the standards of the hospital. They were taken out of circulation.

Manufacturer narrative:
Additional model number: 0844305. Additional information will be provided once investigation is completed.